Manufacturer narrative:
Despite multiple requests for return of the device and additional event information, the hospital declined to provide either. Several months after the reported incident, when all devices from the hospital had been returned for preventative maintenance, log file data identified device (B)(6) as the likely device involved as it was the only device turned on for that day. The device log showed on december 3, the device was powered on, then powered off approximately three minutes later. This contradicts the customer's report that the unit required more than one hour to pass a system test. Two hours later, the device was powered on again and the user elected to bypass the pre-use system checks and proceeded directly to dose delivery. A dose of 22 ppm was selected, but then after only one minute the device was switched to manual backup mode. Two minutes later, the device was powered off, and no further activity was recorded. In total, the device was active for 11 minutes on december 3, and no system test was attempted. Because the customer declined to return the device at the time of the report, an immediate evaluation could not be performed. However, when the device was returned for preventative maintenance several months later, it was inspected and confirmed to meet all manufacturer specifications. No device faults were identified. Based on the available information, a causal relationship between device performance and the reported event cannot be established. The information obtained suggests that user error during device setup and a failure to follow the instructions for use (IFU) may have contributed to the reported delay in therapy initiation. Following the event, linde made multiple good-faith efforts to provide additional training and support to the hospital staff; however, these offers were declined by the customer. Linde is submitting this medwatch report retroactively in the interest of regulatory compliance.

Event description:
On december 13, 2024, (B)(6) reported an incident involving a critically ill patient receiving ECMO treatment. Hospital staff stated that it took over one hour to complete a system test on a noxboxi device before therapy could be initiated. Staff expressed concern that the time required to troubleshoot the device and achieve a successful system test contributed to a delay in patient care. The hospital further reported that the patient expired before treatment could be initiated. Despite multiple follow-up requests from linde, the customer declined to provide additional information. No device serial number, specific troubleshooting details, or information clarifying the relationship between device performance and the reported patient outcome was provided.